Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer's blood glucose level. The customer pressed the wake button again and performed as intended.